Event description:
Ambulance personnel were treating a pt and attempted to deliver defibrillation countershocks to the pt. Reportedly, the device would not transfer the countershocks. Treatment was continued using CPR. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.